Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon pump (iabp) was placed in the cath lab to support this patient pre-operatively. There were no reported issues during insertion of the intra-aortic balloon (iab) catheter. The patient had open heart surgery the following day with uneventful operating room (or) course. In the cardiac surgery intensive care unit (csicu) immediately post operation there was reported to be blood in the iab catheter tubing and the console was reported to alarm. The iab catheter was immediately removed by the (B)(6) physician. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.03cm in length. The evaluation confirms the reported leak, blood in tubing & alarm, unknown problem. The reported blood in tubing & alarm, unknown was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that an intra-aortic balloon pump (iabp) was placed in the cath lab to support this patient pre-operatively. There were no reported issues during insertion of the intra-aortic balloon (iab) catheter. The patient had open heart surgery the following day with uneventful operating room (or) course. In the cardiac surgery intensive care unit (csicu) immediately post operation there was reported to be blood in the iab catheter tubing and the console was reported to alarm. The iab catheter was immediately removed by the csicu physician. There was no reported injury to the patient.